Event description:
We have received a product report involving a (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: it was reported that during ongoing operation the motor had abnormal speed. There was patient impact. Additional information received stating that the bur on the attachment kept on rotating and touched the meninx, causing bleeding. The surgeon solved the problem in time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).